Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open wounds they received from the te pads on the back, by lying on them and the tes cutting into the skin when sleeping. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a bapanthen and advised to remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved